Manufacturer narrative:
Results of lm investigation. Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the blinking light was caused by a faulty spare lamp. However, the specific cause of the faulty spare lamp was not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Additional findings were non-reportable: dust inside the unit, crack found on the power switch, and scratches found on the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the evis exera iii xenon light source showed error e207 on the monitor screen during inspection/preparation for use for a diagnostic gastroscopy procedure. The lamp indicator was blinking but the main lamp ignited properly. There was no delay in the procedure and the procedure was completed using the same equipment. There were no reports of patient harm.